Manufacturer narrative:
A device history records review and sterilization documentation review were not possible because the lot number was not provided. Device samples were not provided. A review of post-market surveillance data was conducted, and no additional reports were identified involving inadvertent insertion of the cap into the bladder. A review of the product's instructions for use (IFU) was conducted to assess adequacy. The IFU was found to be acceptable and provides sufficient guidance to support the safe and proper use of the device. The account was informed that the reported event reflects a use that is not aligned with the instructions for use (IFU). UDI pi information is not known since the lot number was not provided.

Event description:
It was reported that a patient who self-cathed at home or by a nurse inserted the hollister vapro intermittent catheter with the cap still on into the bladder, leading to the creation of a 4 cm bladder stone. In addition, it was reported that it also caused lower urinary tract symptoms worse than usual, resulting in repeated urinary tract infections. It was further reported that this ultimately required surgery under general anesthesia to remove the bladder stone, a CT scan, and a 3-day hospitalization.